Manufacturer narrative:
The returned cable was evaluated. The cable passed functional testings. However, manipulation of the inline power supply caused the signal to be dropped. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Event description:
It was reported that the uspo2 cable has intermittent signal dropouts. The cable was able to engage in monitoring activities. There were no audible alarm or error message at the time the issue occurred. No consequences or impact to patient.